Event description:
It was reported that the atrial lead had far field r-wave [ffrw] oversensing and has also been undersensing. It was also reported that the right ventricular [rv] lead was exhibiting t-wave oversensing. Reprogramming was performed to correct the ffrw oversensing. Both the atrial and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.